Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: the pump history shows the first basal delivery was recorded on (B)(6) 2014. The basal and boluses add up appropriately to total the total daily dose; showing the pump was delivering accurately until the last date used. A delivery accuracy test was successfully completed. The pump found to be delivering accurately and within required range. No eaw¿s occurred during testing. Unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 2.2mmol/l with unsteadiness when standing and/or walking and confusion and/or disorientation. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) reviewed troubleshooting and the basal history does not match active basal program. This report is being made due to bg excursion the patient experienced due to an alleged history settings issue.